Event description:
It was reported the fast fix 360 curved device had both t1 and t2 deploy at the same time. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of each device confirmed no suture or ts remain on the insertion needles. A length of suture was returned which has been cut clean; its length is consistent with a successfully used device. Three of the insertion devices showed the actuator is in its t2 post deployment position indicating a complete deployment. The fourth insertion device showed the actuator is in its t2 pre deployment position indicating a deployment of t1 and pre deployment of t2. The distal end of the depth limiter on this device is also damaged/crumpled. This condition indicates that during deployment of t1 the device was over penetrated beyond the preset depth causing t2 to be stripped off the needle. No root cause related to the manufacture of the devices can be established.